Event description:
The user facility reported the pt tripped and fell causing right acute subdural, midline shift and edema. Evacuation of subdural and insertion of camino catheter was performed. The icp remained normal subsequently. The camino catheter was removed in august 2002 and kept for analysis but the tip has been sent for culture. Additional info was received on 10-02-2002. The catheter has been identified as 110-4bt. The lot number provided w034-010-013 was identified for the connector used with the catheter.